Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller platform backplane (acpb) board and the setup structure (sus) axis motor. The fse also replaced the axis 1 joint sensor cable assembly and hengstler encoder with tether assembly. The system was tested and verified as ready for use. The axis 1 joint sensor cable assembly and hengstler encoder with tether assembly involved with this complaint are field scrap items and will not be returning to isi for further investigation. Isi has received the sus axis motor for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. Isi received the acpb board involved with this complaint to perform failure analysis. The reported errors could not be reproduced, but the errors were confirmed and verified via the error logs. The acpb board was installed on the test system and passed all tests that were performed in normal mode. There were no issues during the power cycles and no errors/failures were observed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system faulted with error 23000 and the customer was unable to recover from the fault. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the reported error in the logs. The customer performed an emergency power off (epo) on the patient side cart (psc), but the error was not resolved. The customer tried it again and the psc powered on without further errors. However, the customer opted to convert the procedure due to the repeated faults. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the axis 1 setup structure (sus) motor for evaluation. The sus axis motor was installed on an in-house test system and successfully calibrated with no issue. The system was powered on and started up in normal mode without triggering any faults or errors. The column was exercised and clutched multiple times and the sus motor functioned as expected.

Event description:
Refer to h10/h11 for follow-up information.